Event description:
The health professional reported a leak in the lap-band system.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The device was discarded by the physician therefore, no analysis or testing will be done. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."